Manufacturer narrative:
(B)(4). The review of service history did not identify any previous servicing events that could have contributed to the reported problem of the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death. The patient was not connected for therapy when they passed away. Prior to death, the patient was hospitalized for feeling weak and not eating. The cause of death was reported to be cardiac failure. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the device was made and return procedures for the device were initiated. Upon receipt of the device, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.